Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. Functional test and pairing test cannot be performed due to continuous initialization. Share log review found a loss of connection in log. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.